Manufacturer narrative:
This report will be amended when our investigation is complete.

Event description:
It is reported that a patient was revisied due to wear.

Manufacturer narrative:
Cmp-(B)(4). This follow-up report is being submitted to relay additional information. Medical products - unknown femoral head, unknown femoral stem, unknown acetabular cup, all catalog#'s: ni all lot's#: ni. Reported event was unable to be confirmed due to limited information received from the customer. DHR review was unable to be performed as the lot number of the device involved in the event is unknown. Root cause was unable to be determined, as the necessary information to adequately investigate the reported event was not provided. If any further information is found which would change or alter any conclusions or information, a supplemental will be filed accordingly. Zimmer biomet will contribute to monitor for trends.